Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, and low impedance. The ra lead was capped, and remains in the patient. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.